Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The investigation confirmed that error 1720 had occurred and that the device would re-start once an infusion was started. The type of issue identified was determined consistent with an issue with the circuit board. The circuit board was replaced to address the issue. The cause of the component problem was not identified.

Event description:
It was reported that the device "rebooted" during start up and gave an alarm with the displayed message of "error 1720". The reporter stated the issue occurred during testing with no patient involvement.